Event description:
It was reported that the patient has occasionally noted a fluttering sensation in the chest lasting about one minute and resolving spontaneously, and that there was likely diaphragmatic pacing. Device parameters were reprogrammed to prevent diaphragmatic capture, and the lv (left ventricular) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.